Manufacturer narrative:
Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened.

Event description:
During servicing we identified a faulty sear which constitutes a reportable malfunction. There was no patient involvement.